Manufacturer narrative:
E1: facility name (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the device had no visual or audible alarms. The event occurred during set up. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was performed. The reported problem was unable to be duplicated. There were no repairs needed. The service history review had no indication that the complaint was related to a service of the device within the review period.